Event description:
While evaluating a returned olympus hf electrosurgical generator unit, an e433 error code was discovered. There was no patient involvement during this event.

Manufacturer narrative:
The device evaluation on-going. A supplemental report will be provided should additional, relevant information be provided.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed; however, the error was present in the device error log. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty high voltage power supply board. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.